Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during retraction of an embolization coil during positioning, the implant coil detached. The physician attempted to push the coil into the treatment site, but there was something blocking access to the implant in the catheter. A snare was used to remove the blockage from the lumen, and then the implant coil was pushed into position. There was no reported patient injury or intervention.

Manufacturer narrative:
The pusher, microcatheter, and introducer were returned for evaluation. The implant coil was not returned. The pusher was bent at the proximal section, or connector section. The strain relief was folded. The received microcatheter was received cut. The microcatheter was tested using x-ray and it did not contain the implant coil. The monofilament was broken inside of the pusher; the monofilament's condition confirms that the unit was not detached using the v-grip system (controller). The reported complaint is confirmed. The physical evaluation of the returned device found the implant had separated from the pusher. The implant was not returned for evaluation, but the visual analysis of the pusher monofilament determined that the implant separated due to tensile force rather than a thermal detachment using the detachment controller. The implant was not returned, so the investigation could not determine if the implant had any damage, defects, or other anomalies that would have caused or contributed to the reported complaint. The pusher was found to be bent, which is indicative of excessive advancement force being placed on the device. The damages to the device indicate the coil experienced resistance or became stuck in the microcatheter and then experienced retraction forces that exceeded the strength of the attachment monofilament. The returned microcatheter (non-microvention product) was received cut, but it is possible that the microcatheter was damaged at that location prior to the cut; damage to the microcatheter can cause the types of damages that were found with the returned coil.